Manufacturer narrative:
The field service engineer (fse) found the rinse mechanism misadjusted. The detergent was overfilling and splashing. The fse adjusted the rinse mechanism to specifications. The fse ran a precision study with control materials. All results within acceptable. The investigation determined that the calibration and qc were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for multiple patients tested on a cobas 6000 c (501) module. The initial na result was 162 mmol/l with a data flag and was reported outside of the laboratory. The repeat na result as 138 mmol/l and deemed to be correct. The na electrode lot number and expiration date were asked for but not provided.